Event description:
It was reported the patient received the following results within 15 minutes: 50 mg/dl (measured with an accu-chek guide me meter) and 160 mg/dl (measured with an accu-chek guide meter).